Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with right heart failure with a start date of (B)(6) 2022 in which treatment included inotropes; inhaled nitric oxide and vasodilators. Stop date of the event was reported as (B)(6) 2022 and resolved without sequelae. Additional information requested but not provided.

Event description:
Additional information states that subject was on nitric oxide and milrinone for over 14 days due to fluid overload.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jan2022. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. No further information provided. The manufacturer is closing the file on this event.